Event description:
It was reported that a spectrum pump failed an upstream occlusion test. The customer stated that the pump was alarming upstream occlusion when no occlusion was present. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion alarms through the history log, but could not reproduce it. Evaluation found multiple cracks in the upstream sensor tail pins which are known to contribute to false upstream occlusion and air-in-line alarms. The failed upstream sensor was replaced.